Manufacturer narrative:
Investigation summary: evaluation revealed the broken nail and both broken locking screws to be the primary products. The lag screw received is considered an associated product. Failures in material or manufacturing of the nail kit and the locking screws returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail and the locking screws returned. The affected items reported were documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. Both locking screws returned are completely broken approx. Midshaft. According to the damage and the evidences of the breakage surfaces, the nail and both screws broke in a fatigue fracture due to axial overload. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The x-rays received were forwarded to a consulting hcp for review. His comments: ¿the nail breakage was caused by an intra-operative error. Due to the femur had been too much extended intra-operatively there was a gap of approx. 1-2 cm between both fragments. In the following, the distal locking screws broke (¿auto-dynamization¿), which indeed had led to a noticeable improvement in the fragment position, but due to the scarring which had occurred meanwhile, without sufficient direct bone contact. Thus, furthermore almost all forces and bending stresses have been transferred to the nail.¿ based on the above the breakages of the nail and both locking screws are not linked to a deficiency of the devices, but are rather considered user related (intra-operative error). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the long gamma nail broke in the femoral neck hole (8 weeks after osteosynthesis, healing fracture.) All nailcomponents were removed.

Event description:
It is reported by the surgeon of the hospital, that the long gamma nail broke in the femoral neck hole (8 weeks after osteosynthesis, healing fracture.) All nail components were removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.